Event description:
It was reported that during the implant procedure the helix was exposed and damaged. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis it was reported that the helix/lobe was distorted/bent, the defibrillator conductor was distorted, the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, sleeve and distal conductor (non-obstructing). It was determined that the damage was caused at implant.